Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. "Di not available as product was manufactured on or before september 23, 2014."

Event description:
Related manufacturer reference number: 2938836-2019-03994. It was reported that the pacemaker dependent patient presented for rv lead extraction due a concern of fracture. Stored episodes of rv lead noise leading to pacing inhibition were observed. Upon opening the pocket, the fracture was confirmed and low sensing was observed on the ra lead. The leads were explanted and replaced. The patient was doing fine and was stable.

Manufacturer narrative:
A partial lead was returned in one piece measuring 55.8 cm. The reported event of noise, pacing inhibition and lead fracture was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found insulation abrasion at 8.0, 13.0 and 16.0 cm from the distal tip consistent with friction to the device can. The etfe coating was intact at these locations.